Manufacturer narrative:
Correction: b4 - added today's date of the follow-up correction report. H6 - added codes 4101 and 11 to the type of investigation as retain testing and the investigation has now been completed. Please remove codes 3233 from the investigation findings and 11 from the investigation conclusions. Corrected manufacturer narrative: investigation conclusion: a review of the DHR found that the lots met all release criteria. A review of complaint history did not identify any adverse trends. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.

Manufacturer narrative:
Investigation is not complete and will be updated in the form of a follow-up report. Investigation conclusion: a review of the DHR found that the lots met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Reported false positive sars result for 1 asymptomatic consumer. The consumer communicated the result was confirmed negative by another rapid antigen assay. 7 additional consumer events were communicated which are captured on separate reports.